Manufacturer narrative:
The product was returned and evaluated. Service was unable to confirm any functional problem with this tip. The tip has burnt trace on the tip surface. The tip was used for 279 treatments. The tip passed the flow test and failed the leak test. The tip failed visual inspection for burnt trace on tip surface, as dialectic breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to burnt trace on the tip surface. The plant investigation is underway.

Manufacturer narrative:
Product evaluation confirmed the failure mode. Service confirmed radiofrequency trace damage along the tip membrane. Damages to the radiofrequency trace can result in the reported sparking. Investigation found glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Trending will be performed to monitor this issue. No further action is required at this time. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). There is an existing corrective action that addresses the thermage tip sparking.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Event description:
A user facility reported a light flash/spark with a thermage treatment tip during a procedure. The tip was immediately discontinued for use with 921 pulses remaining.